Event description:
The patient reported a sudden shocking sensation on (B)(6) 2016. It was reported that they feel it any time when they change their programming and that it is a very obvious sensation. The patient's indication for implant is essential tremor and movement disorders.

Event description:
Additional information was received. It was reported that the setting was changed to resolve the shocking sensation. It was reported that the patient still has tingling in the tongue, but it¿s not as widespread or severe. It was reported that it always happens when switching programs and when turning the device on or off. It was reported that the patient is learning to live with the ¿pins and needles¿ sensation that remains in the tongue. It was also reported that the patient has intermittent speech impairment when the stimulator is on. It was stated that the ins is very large. It was reported that the patient thought the ins should be much smaller so it wouldn't be so visible in the chest. It was also reported that the connector under the scalp is quite large, very sensitive, and easily aggravated from hats, headbands, and sunglasses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.